Manufacturer narrative:
The date of the event was reported as an unknown date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pbp line and effluent lines of a prismaflex hf1400 filter set were found to be crossed/disassembled during patient treatment. This resulted in air entering into the line. There was a blood loss of approximately 250ml. Treatment was terminated without returning the extracorporeal blood to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided pictures showed the pbp and effluent lines were incorrectly assembled on the support plate. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.